Manufacturer narrative:
The impacted product was received by the failure analysis lab on september 4, 2024. The explant date was clarified to be july 15, 2024. The investigation of the returned device was completed by the failure analysis lab on september 11, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a fold on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the implants must be handled with care as an excessive force during implantation might cause the device to create wrinkles or folds (avoid creating wrinkles or folds in the device during the implantation or other procedures). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device deformity mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast reconstruction with a 585cc mentor memorygel boost breast implant experienced right sided device deformity post procedure. During capsulorrhaphy the device was removed and a defect on the posterior aspect at the junction of the implant shell and the seal was noted. The device was explanted and replaced with a new mentor gel boost implant. There were no procedural delays.